Event description:
It was reported when the patient presented for a routine change out due to eri, fluoroscopy revealed the lead looked fine but it appeared the lead had never been sutured down. The physician was concerned for low r-wave sensing. The lead was explanted and replaced. No adverse complications were detected.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.